Event description:
No patient involvement: the us complainant had a console malfunction. The aic (automated impella controller) rotary knob was not operating as specified and so a loaner console will be utilized for patient use.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into automated impella controller (aic) - kbd/rotary knob issues has been completed. The console logs did not reveal any information relevant to the complaint. The failure of the rotary encoder being unresponsive to push input was reproducible upon boot up in the lab. The rotation input of the encoder was functional. Visual inspection of the internal circuitry of the revealed no loose, disconnected, or broken cables. Power supply from the pbm to the impellatronic board was found to be within specification. Replacing only the rotary encoder with a known good one did not resolve failure. Replacing only the impellatronic board with a known good one did not resolve failure. Replacing only the 4 in 1 with a known good one did not resolve failure. Replacing both the 4 in 1 and impellatronic board resolved failure. The root cause for the rotary encoder not working was a defective impellatronic board and defective epc( 4in1) . D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-10424. D2 common device name. D4 model number. F6/f8-should have been left blank.